Event description:
It was reported that a malfunction occurred after the customer put the pump through an airport conveyor belt x-ray scan. The customer's blood glucose level did not exceed 500 mg/dl and remained within a normal range. Customer received assistance with resetting the pump after being given pump reset information by technical support.